Event description:
A pt services representative (psr) contacted lifecor customer support to report that she was putting battery packs into a new monitor and now could not get wither battery pack to fit. She stated the monitor would not power up and battery packs would not completely insert into the monitor. Support sent the psr a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins in unk, but is likely due to a battery pack being forced into a monitor at the connectors misaligned. The damaged connector on the monitor was replaced. No adverse events results from the damaged monitor.